Event description:
The reporter indicated stylet obstruction and restriction. The device was not implanted.

Manufacturer narrative:
Summary of analysis: the polyimide tubing at the proximal end of the distal anode has been flattened causing a blockage of the lumen. Manipulation of the lead with the stylet partially inserted resulted in the kinking. The lead passed stylet insertion testing at MFR.